Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced low blood glucose. Blood glucose level was 38 mg/dl. Customer stated that they feel fine and already ate some glucose candies. Customer cannot calibrate the sensor and then they calibrate the sensor once it was already stable. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.